Event description:
Report rec'd of a non-delivery of insulin. It was reported that a pt in labor and delivery was receiving an insulin drip at 2units/hr. According to the reports rec'd, the infusion was not dripping. The length of time the infusion was not dripping was not known. When the door of the pump was opened, it was reported that the tubing was completely flattened. The tubing was repositioned and the infusion was continued without further incident. There was no reported adverse pt event. There was no add'l info available.